Event description:
The customer reported that during routine inspection on his olympus high definition lcd monitor, the unit would not power on. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The monitor was not powering up due to a faulty g1 board. Additionally, there were intermittent lines/noise in the output image of the dvi-port due to a faulty board. There was a yellow patch found in the panel. The power switch bracket was broken. The bezel plate was broken. One of the wires on the cable connector between circuit boards was loose. The rear cover also had multiple cracks present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the cause of the unit not powering on was due to a faulty circuit board. However, the specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.